Event description:
The isothermal breathing circuit 1.7mm ref# rt4851-12 is used for infant vent circuits. The y-piece that connects the vent tubing/circuit to the patient's endotracheal tube has cracked in 5 different patients. When the y connection cracks, the patient does not receive the intended ventilation. The ventilator alarms low tidal volume and upon review the crack has been identified and the entire vent circuit/tubing is exchanged because the y connector is not available individually. There has been no known patient harm related to the cracks in the y connectors.